Event description:
It was reported that during an endometriosis by vdl the blade of the device detached. Another device was required. No adverse event to the patient was reported.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. D4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a harh36 device with the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the photo, the reported event was confirmed. A manufacturing record evaluation was performed for the finished device lot number x7034z, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.